Manufacturer narrative:
Adverse event probem imdrf device code a150208 captures the reportable event of device being stuck in scope and used in another procedure. Imdrf impact code f1007 is being used to capture the reportable event of exposure to contaminated device/risk of infection.

Event description:
It was reported to boston scientific corporation that the physician performed a colonoscopy procedure on (B)(6) 2023. During the procedure, the physician inserted biopsy forceps into the biopsy port of the scope and pushed a clear plastic sheath into the colon of the patient. The plastic sheath was removed from the patient using a snare and the procedure was completed at this time. The clear sheath appeared to be a sheath from a cre pro wireguided dilatation balloon used during the previous procedure that was stuck in the scope. The physician reported that no immediate harm was caused to the patient but noted a risk of infection related to the improperly reprocessed scope. There were no patient complications reported as a result of this event.